Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display anomaly and physical damage. The patient's blood glucose at the time of incident was 350 mg/dl. Troubleshooting was initiated for the blank display and after replacing the battery and cleaning the battery cap contacts the display returned. The pump also passed the self test. Troubleshooting was then initiated for the physical damage; there were cracks on the battery and reservoir compartments. The customer's mother stated that there was a crack near the drive support cap and on the end cap over the mdt logo. The mother did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested using a test battery cap, normal operating currents and no blank display during our testing. No damage found on the lcd isolation tape noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.